Manufacturer narrative:
No device was returned for evaluation. A review of the incoming records found no discrepancies. A review of the device history record and sterilization records was unable to be performed without the lot number of the finished good. Based on the evidence, no fault was able to be confirmed.

Manufacturer narrative:
Reporter noted invalid lot number of 662603a.

Event description:
It was reported that a portex® spinal anesthesia tray did not work after a short period of time. No injury was reported.